Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined to replace the latch insep. A field service engineer troubleshooted and found the drawer not sensing closed. So, it was replaced with a latch insep along with a bigger magnet. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure which was unable to recover storage. The customer reported they were able to get medication, but there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.